Manufacturer narrative:
The investigation is not yet concluded, results will be reported in a follow up report.

Event description:
It was reported that: during user handling on the device, the device stopped ventilating and generated optical and acoustical alarm. The patient had a cardio-respiratory arrest during 2 minutes and was resuscitated. After one day, the patient reached a steady state of ventilation again.